Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged particles in tubing/chamber and particles in device. There was no serious patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. No repairs performed. The unit will be scrapped.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged particles in tubing/chamber and particles in device. There was no serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.